Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-04113. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted due to anterior vaginal prolapse and genuine stress urinary incontinence. It was reported that the patient underwent an excision of mesh on (B)(6) 2011 due to mesh erosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy. It was reported that the patient underwent transvaginal sling procedure (mini arc) on (B)(6) 2011 for sui and stage ii interstim on (B)(6) 2012 for urge incontinence.

Event description:
It was reported that the patient concurrently underwent cystoscopy. It was reported that the patient underwent transvaginal sling procedure (mini arc) on (B)(6) 2011 for sui and stage ii interstim on (B)(6) 2012 for urge incontinence.

Manufacturer narrative:
Date sent to FDA: 05/25/2017. It was reported that the patient underwent cystoscopy and mesh excision on (B)(6) 2015 by dr. (B)(6) due to extrusion of vaginal mesh.